Event description:
It was reported that the customer was experiencing high blood glucose. Customer's blood glucose was over 620 mg/dl. Customer reported that the infusion set was leaking out of site. Customer reported also bent cannulas. Customer stated that she felt miserable. Customer declined to do troubleshooting due to customer knew the cause of high blood glucose. Customer stated that the insulin pump is working fine. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.